Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result on their e411 disk analyzer. The patient's initial tpsa sample was processed through the customer's modular pre analytics device and the aliquot result was <0.0 ng/ml and it was reported outside the laboratory. On (B)(6) 2012, the original tube was poured into a false bottom tube and repeated on another e411 analyzer, serial number (B)(4). The repeat result was 3.17 ng/ml. The customer considered the repeat result to be correct. There were no adverse events. The tpsa reagent lot number was 16644201 and the expiration date was 03/31/2013. The field service representative found that the sample/reagent (sr) probe was hitting the side of the aliquot tube causing false liquid level detection. They adjusted the sr probe in the x-direction at the sample disk. The customer successfully performed a precision test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The calibration and quality control results were within expectations and the reagent integrity was verified.